Manufacturer narrative:
Initial 9 of 9. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced nine infusion set crimped cannula events from 01-apr-2026 to 12-apr-2026, which resulted in hyperglycemia. The patient noticed symptoms three or more hours after insertion. The patient¿s blood glucose level was reported to be high and was managed with a correction injection administered via multiple daily injection (mdi).